Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was pt rep reported they had to charge the ins, the screen showed therapy was on, they were charging the ins for 30 mins, but the battery level didn't move from 'blinking red' and taking so long to fully charge. Pt rep said the issue started today. Agent reviewed ins charging duration. Agent instructed pt rep to keep charging the ins and monitor the issue. Pt rep will call back if the issue continues.